Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as peritonitis onset, the patient was treated with cefazolin (1.5 gm, intraperitoneal, for 14 days) and ceftazidime (1.5g, intraperitoneal for 14days) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.